Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. It was initially reported by the customer that they were unable to zero the catheter. The caller stated that there were no force readings for the catheter displayed on the carto 3 system. They reseated the catheter and the issue persisted. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found foreign material and a hole in the surface of the pebax. These findings were reviewed and assessed the issue of a hole in the pebax as an MDR reportable malfunction. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
Device evaluation: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation and screening test of the returned device were performed following bwi procedures. Visual analysis revealed foreign material and a hole in the surface of the pebax. A screening test was performed, and during the analysis, it was observed a force vector inverted and hi force readings. The damage on the pebax could be related to the event described by the customer. The root cause of the pebax damage could be related to the handling of the device during the procedure; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).